Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2007. It was reported that her ipg was replaced for a smaller model. Follow-up on the pt found that stimulation has been recaptured, and she is recovering well; however, the exact reason for the explant is unk.